Manufacturer narrative:
Investigation: customer returned (1) loose 1cc syringe without the shield. Customer states that the needle broke off in use. The returned syringe was examined and exhibited a broken cannula. Microscopic examination of the returned sample revealed characteristics such as residual bends on the broken hub end as well as on the free end, cracked adhesive and tubing ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure. Removal of some of the adhesive made this observation more apparent. Unable to perform DHR check due to unknown lot number. Visual inspection of the syringe found the cannula was sheared from the syringe at the tip of the barrel. Part of the cannula remained inside the barrel tip well and had adhesive securing it in place. There was adhesive runoff between two of the ribs. The barrel tip was bowed in the direction of the sheared cannula. Probable root cause of the separated cannula is from the cannula making contact with the shield during removal before being used."

Event description:
It was reported that unspecified bd¿ needle broke off during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needle broke off during use. Needle was thought to break off in site. X-ray and ultra sound preformed to locate needle but was not found. Needle was found on floor. Verbatim: insulin syringe 1ml unknown item # unknown lot #. Needle broke off in site. She went to ER to locate the needle. ER completed an x-ray and ultra sound could not locate the needle in site. Sent her home. No surgery. When got home friend found the needle on the floor. She has the needle on electrical tape and has the syringe to send back with mailing kit. Denied reuse.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed and the franklin lakes FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ needle broke off during use. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown. It was reported that needle broke off during use. Needle was thought to break off in site. X-ray and ultra sound preformed to locate needle but was not found. Needle was found on floor. Verbatim: insulin syringe 1ml unknown item # unknown lot #. Needle broke off in site. She went to ER to locate the needle. ER completed an x-ray and ultra sound could not locate the needle in site. Sent her home. No surgery. When got home friend found the needle on the floor. She has the needle on electrical tape and has the syringe to send back with mailing kit. Denied reuse.